Event description:
A hospital in (B)(4), reported that the expiratory limb of an rt266 infant dual-heated evaqua2 breathing circuit was damaged during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was recently received at fisher & paykel healthcare in (b)6). Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint (B)(4) infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation. It was visually inspected and pressure tested for leaks. Visual inspection revealed a crack on the proximal connector of the expiratory limb. Pressure test revealed that the circuit was within specification. A lot check could not be performed as the lot information was not provided by the customer. We are unable to determine what may have caused the observed crack on the proximal connector of the expiratory limb. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that the expiratory limb of an rt266 infant dual-heated evaqua2 breathing circuit was damaged during use. No patient consequence was reported.